Event description:
The customer obtained a positively biased vitros phbr result from a quality control fluid when processed on a vitros 5600 integrated system. A vitros phbr result of 17.9 g/ml vs. An expected result of 14.24 g/ml was obtained. A biased result of the magnitude and direction observed may lead to inappropriate physician action if it occurred with a patient sample. Patient samples were not affected and there was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a positively biased vitros phbr result was predicted from a quality control fluid when processed on a vitros 5600 system. Review of calibration parameters indicated that the calibration curve in use at the time of the event was not optimal and is the assignable cause. Following recalibration of the same lot of vitros phbr slides, acceptable quality control results were obtained. The investigation was unable to determine a root cause of the suboptimal vitros phbr calibration. The affected calibration was performed on (B)(6) 2012, using a new lot of vitros phbr reagent. However, quality control fluids were not tested to verify the calibration curve until (B)(4) 2012 when the biased result was obtained. In the time period between (B)(4), the customer had resumed use of their current vitros phbr slide lot. Review of historical vitros phbr quality control results data during this time interval demonstrated acceptable accuracy and precision. Vitros marker assay within run precision testing performed on (B)(4) 2012, also demonstrated acceptable instrument performance, however, this testing was performed approximately 2 months after the calibration curve was generated. Due to the amount of time that had passed between 14 may when the suboptimal calibration was generated to (B)(6) when controls were first tested to verify the calibration, a conclusion cannot be reached that can rule in or out a vitros phbr slide or instrument issue as contributing factors. A root cause was not identified.